Manufacturer narrative:
Pending evaluation.

Event description:
Revision of left knee components due to poly wear and femoral loosening.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of an insufficient bond between the femoral component and the bone, which may have led to an increase in cement and bone particles in the joint space. This likely led to increased wear of the tibial insert.